Manufacturer narrative:
Date of event: unknown. Bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Further investigation activities were conducted, and a potential root cause has been identified. Although no issues were identified within the DHR, examination of the processing equipment which tightens the lid to the cup determined that the alignment of the torque station was incorrect. This prevented the caps from being securely attached to the cups in some cases. Conclusion: bd was able to confirm the customer¿s indicated failure mode from the examination of the processing equipment.

Event description:
It was reported that a bd vacutainer® plastic urine collection cup had a lid that was not properly screwed on. Customer worried about the cup sterility (as meant to be sterile inside). There was no report of serious injury or medial intervention.